Manufacturer narrative:
(B)(4). Concomitant medical products: xl-115364, arcom xl 44-36 std +3 hmrlbrg, 986490; 115375, comp rvs tray +5mm co 44mm, 278810; 115395, comp rvs cntrl 6.5x25mm st/rst, 566380; 113633 ,comp primary stem 13mm mini, 562010; 115310, comp rvrs shldr glnsp std 36mm, 916070. The complaint is under investigation. Once the investigation is completed a follow up MDR will be submitted.

Event description:
It was reported by the patient legal counsel that, the patient under went an revision of right shoulder arthroplasty and was subsequently revised on disassociation of glenosphere approximately fifteen (15) months post implantation . No additional information is available at this time.

Event description:
No additional information is available to report at this time.

Manufacturer narrative:
(B)(4). The complaint cannot be confirmed as no medical records were provided. Review of device history records found these units were released to distribution with no related deviations or anomalies. Root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.